Manufacturer narrative:
Date of explant was inadvertently entered incorrectly in initial report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03838. Follow up revealed that the device associated with this report was previously explanted and reported within reference MFR reports#: 1627487-201208430, 1627487-201208431.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 MFR. Reference report#: 1627487-2019-03778; 1627487-2019-03838. It was reported that the patient was not receiving adequate therapy. As a result, the patient's scs system was explanted and replaced, and therapy was restored post-op.